Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routing generator change. During the procedure, the physician noted a spot on the patient's atrial lead. In addition, the lead exhibited high, out of range impedance values. The lead was explanted and replaced. The patient's condition was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that an insulation defect was observed after the right atrial lead had been explanted.